Manufacturer narrative:
Event and therapy dates are estimated date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-30624. It was reported that patient experienced ineffective therapy. Programming was unable to resolve the issue. Diagnostics revealed that the leads were not placed rightly to cover the pain area. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the leads were pulled down to cover the area. Postoperatively patient had good coverage.